Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01336; related manufacturer reference number: 2938836-2020-01338. It was reported that the patient presented in-clinic for a system extraction due to an infection. Further information was requested but not received.